Event description:
Reporter stated the patient's blood glucose was 500 mg/dl on (B)(6) 2013 at 5:00 a.m. She felt sick and vomited, and she delivered insulin via the infusion device. Her blood glucose was better in the morning and then increased to 500 mg/dl again. The patient called an ambulance and was transported to the hospital. She was admitted to the intensive care unit and treated with an insulin infusion. The hospital staff believes the insulin delivery of the infusion device is too low. Reporter stated the infusion device often displays e8 power interrupt errors. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that a malfunction did cause or contribute to the condition of the customer. All occlusion limits were tested successfully. The pump passed all functional, alert, and error tests, and no malfunction could be observed during the technical investigation. The error e8 (power interrupt) was found in the pump history. The mentioned e8 error is not a malfunction of the pump.